Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 8 yrs ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, there is no remarkable calcification or tortuosity of the vessels. It was reported that due to disease progression, the left common iliac artery has dilated, resulting in a distal type I endoleak on the contralateral side. The physician elected to implant an iliac extension limb, which successfully sealed the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval codes, results: endoleak. Conclusions: disease progression and dilatation of the left common iliac artery.